Event description:
The customer was admitted to the hosp for high bgs. The bgs were high for a few days and tried to change two sets. It was stated that the dr was not sure what might have led to high bgs. Troubleshooting was performed. The programming on the pump was correct. It was found that the customer inserts manually, keeps sets in about three to five days and has signs of scar tissue. The customer tried a new vial of insulin. It was informed that the customer might have signs of illness, infection, and increased stress. The customer was vomiting, but there were no signs of ketones. Troubleshooting was performed. The pump passed the self-test. However, the high-pressure test was not performed due to the lack of clamp.